Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump keeps alarming with no delivery lately. The patient's blood glucose was 449 shortly after the incident began, and it was 400 mg/dl at the time of call. The customer attempted to treat his blood glucose with bolus deliveries but it is unclear whether or not the customer received insulin due to the pump issues. The customer mentioned that he was able to clear his no deliveries, but that they are persistant. When the customer attempts to bolus the pump will click three times before alarming with no delivery. Troubleshooting was initiated for the no delivery. The customer had moved his site and changed his set, but was unable to bolus. Troubleshooting was declined for the high blood glucose since the customer knows that his no delivery issues are the cause of it. No products were shipped or returned, and the customer was advised to treat his high blood glucose with a syringe.